Event description:
Reporter states customer was unresponsive with blood glucose result of 117 mg/dl taken around 17:00 on the aviva system; she was re-tested with a non-acc device and result was 25 mg/dl. Paramedics were called, and customer was treated with two injections of glucagon and taken to the hospital where she received additional treatment with dextrose IV. Requested return of suspect device and replacement was sent.